Event description:
It was reported that the drill was heating up during routine service. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The drill attachment was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered within the rotor assembly. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The drill was repaired and returned to the customer.